Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Current blood glucose value was 127 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer did not had any symptoms. No troubleshooting steps were mentioned and customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.